Event description:
It was reported that during a laparoscopic hysterectomy procedure, the distal part of the device was broken. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: "distal part of the device was broken" please clarify: was this the flexible tip? Yes. Did the issue occur pre-operative or intra-operative? Intra-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? Yes. The returned device had the tip of the balloon pulled off of the shaft. This does not happen when the device is used normally. The likely cause of this is excessive pulling or pushing. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment. There were no anomalies found after reviewing the work orders for these lot numbers. The lots passed all testing and all data recorded was within required specifications.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.